Event description:
It was informed that an hours into during laparoscopic assisted distal gastrectomy, the ptfe pad was separated. The doctor completed the procedure with another device. There was no patient injury regarding this report.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for investigation. The investigation confirmed that th ptfe pad of the subject device was worn away, and partially separated. As the result of checking the manufacturing record of the same lot, nothing abnormal detected. Based on the confirmation of the subject device, omsc concluded that the ptfe pad was worn away, and partially separated, because the doctor activated output in seal and cut mode without grasping anything. This report is being submitted as a medical device report in an abundance of caution.